Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-oct-2025. 01. S/n (B)(6): the customer reported that an I-stat 1 analyzer, using a rechargeable battery with a born-on date (bod) of (B)(6) 2019, became overheated while docked in downloader recharger (drc) s/n (B)(6). The battery was hot to the touch. After replacing the battery with a new rechargeable battery (bod: (B)(6) 2025) and docking the analyzer in the same drc, the new battery also overheated, becoming hot to the touch and failing to charge. Failure analysis could not be performed, as drc s/n (B)(6) has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified. 02. S/n (B)(6): the customer reported that an I-stat 1 analyzer, using a rechargeable battery (bod: (B)(6) 2019), became overheated while docked in drc s/n (B)(6). The battery was hot to the touch and could not be charged. Failure analysis could not be performed, as drc s/n (B)(6) has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care (apoc) was contacted by a customer reporting a downloader, sn (B)(6) become hot to touch. After purchasing a new rechargeable battery (born-on-date: (B)(6) 2025) and docking the analyzer on downloader/recharger (B)(6), the battery overheated and became very hot to the touch. Additionally, the battery failed to charge. Product is being replaced and returning for investigation. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.